Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 200 mg/dl. The customer stated that she changed her infusion set prior to receiving the alarm, and after the device alarmed, she tried using a plunger to perform a manual push unsuccessfully. She reported that she tried several times but kept receiving no delivery alarms. She advised that the alarm was resolved by a complete set change, and she requested to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.